Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5.1 could not be recovered and failed to remain closed. An error indicating invalid read or write cubies was observed, which located on (B)(6). The customer attempted to recover the storage space, but the issue persisted. The customer stated that medications could be obtained from another station if needed for the patient. The customer stated that this malfunction caused a delay to the patient care and the user will manage to get the medication from another station if needed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that there was no issue with drawer 5.1 nothing failed on device, confirmed that the customer had resolved the issue, confirmed successful inventory count and no further investigation required for this device. The system functioned as intended after the field service engineer investigated the issues of the device.